Manufacturer narrative:
The investigation into the aic -controller error issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: imc logs are consistent with the controller failure alarms on the complaint occurred date. After console booted, the purge sensor defective error message appeared. According to the logs, attempts of power cycling the console failed in solving the controller failure alarm. Device analysis: console was investigated on an engineering bench, and the controller failure alarm was reproduced with pump simulator. Console was opened, no abnormality or misalignment was found. Replacement of pud failed to resolve the controller failure red alarm. Eventually, the attempt of replacing purge pressure sensor cleared the alarm. The controller failure alarm was due to defective purge pressure sensor, but the exact root cause of pps malfunction was unable to determine. During investigation, another failure mode of purge disk not recognized was discovered. And the root cause was due to the broken blue retainer. Before sending this console back to the customer. Field service replaced the purge pressure sensor and blue retainer due to damage. Also, fs was instructed to perform a full functional check on the console. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant had an aic that failed with a red alarm. The instructions for use (IFU) were followed and a backup console was used for patient support. There was no report of patient harm or injury.